Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 70cm from the hub and appears to have been kinked prior to separation. Microscopic examination revealed no additional damages. There is blood present in the inflation lumen and guidewire lumen. The balloon is partially loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 15-jan-2019. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube separation.